Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter reads inaccurately low compared to his feeling. The medical surveillance specialist (mss) spoke with the lay user/patient on september 18, 2013, and obtained the following information: the patient tests twice a day and manages his diabetes with 5mg of glipizide (before breakfast and before dinner). The patient alleged that the issue began in the evening on either on (B)(6) or (B)(6) 2013. Prior to going to bed, the patient clarified he obtained a reading of ¿74mg/dl¿ with the subject meter; however, the patient denied taking any action in response to the reported reading. The next morning, the patient corrected and clarified he woke up with symptoms of dry mouth and dark colored urine (symptoms the patient correlated with a significant high blood glucose). Following his symptoms, the patient stated he obtained a reading of ¿74mg/dl¿ with the subject meter, in response to his symptoms he administered his usual dose of glipizide, and approximately two to three hours later his symptoms abated. Later that day, the patient indicated he again obtained a reading of ¿74mg/dl¿ with the subject meter. The patient reportedly discontinued testing with the subject meter. On (B)(6) 2013, the patient indicated he developed symptoms of stomach ache and dizziness. The patient indicated he did not treat his symptoms; he just rested and let the symptoms pass. At the time of troubleshooting, the customer service representative verified the subject meter was set to the correct unit of measurement (mg/dl). The csr noted the patient performed a quality control solution test that passed. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.